Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation, and it was also pulled/stretched/overstressed. There was blood and body tissue/fibrotic growth on the distal electrode and a breached cut of the outer insulation. Analyst's comments noted that the lead was returned with the helix fully retracted and spin (over-rotation) was found at 1.5cm; the lead was damaged at implant. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds, high impedance and possible fracture. The lead was capped and replaced. As well, the initial replacement lead was attempted not used for the following reasons - difficulty placing stylet in the lead on table prior to implant, over thirty turns to extend the helix, high thresholds, unable to place the stylet in the lead, and helix retraction difficulty. A new lead was used instead. No patient complications have been reported as a result of this event.